Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2002 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced withdrawal. The patient used the restroom more frequently and that was how he knew he was starting to go through withdrawal. The healthcare provider (hcp) would not refill the pump due to outstanding bills. The patient had contacted other facilities to refill the pump and was told they would not go behind his hcp's back and refill the pump. After several attempts to get the patient to repay, the patient was dismissed by the hcp. The pump was scheduled to alarm on (B)(6) 2012. It was later reported that the patient had seen another clinic and detox was recommended. The manufacturer representative did not know any other specifics or if the pump was refilled. The hcp was to speak to the patient about clearing up the outstanding bill and keeping him as a patient. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.

Event description:
It was reported that when the patient's first pump was swapped out to the second pump, the patient went through opioid and baclofen withdrawals. In 2008, the patient had dilaudid, bupivacaine, baclofen, and clonidine in the pump.